Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed drips from the molded end of the lower sheath restrictor tubing. The fse replaced the lower sheath restrictor line at pinch valve vl169 to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to the lower sheath restrictor tubing. (B)(4).

Event description:
The customer reported observing a clear fluid leak of approximately 10 ml below the coulter lh 750 hematology analyzer after performing an f44 and f45 (flow cell purge) to troubleshoot an instrument-generated "flow cell clog" message. The customer indicated that fluid leaked onto the countertop. The operator was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.